Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer was wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 186-256 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.